Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: surgical conversion. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2018, gore medical device tracking received documentation from the implanting hospital that the device had been explanted and discarded at the site. The date and reason for explant was not provided. Further investigation is underway.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of a type a aortic dissection complicated with renal malperfusion and lower extremity malperfusion and fenestration and stenting with a conformable gore® tag® thoracic (ctag) endoprosthesis. The patient developed renal failure post operatively but recovered and regained kidney function. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention for rapidly expanding proximal descending aneurysm which had enlarged from 4.8cm to 6.5cm and a celiac artery aneurysm which measured 4.7cm. Thoracoabdominal aneurysm repair was performed and the ctag device was explanted and the arch was repaired with a 28mm multi branch graft. The aorta was then dissected from the left subclavian artery down to the infrarenal aorta to the renal arteries using 4 separate dacron grafts. The patient tolerated the procedure.